Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 479 (mg/dl) and diabetic ketoacidosis. Customer administered correction boluses and drank water to treat bg levels; however, bg levels and ketones remained elevated and customer was admitted to the hospital on (B)(6) 2016. While in the hospital, customer was treated with intravenous insulin, their health care provider (hcp) increased the basal insulin rate on the pump, and their hcp decreased the insulin duration for the pump. Customer was discharged from the hospital on (B)(6) 2016. Contact reported that after the customer was discharged, customer changed pump supplies and bg levels have remained stable. Recommendation was made to contact tandem technical support for any future questions or assistance. Contact acknowledged.